Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented via a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing was noted. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.